Event description:
Report received of an underdelivery. During preventative maintenance testing, the pump was reported to underdeliver. There were no reports of any adverse pt events while the device was in clinical use.